Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while setting up the unit for patient use, the ventilator gave a transducer fault. There was no patient involvement at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr found the exhalation valve was broken with the rubber boot cap missing. After replacing the exhalation valve assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing and runs according to manufacturer setup. Due to the suspect component being damaged, no part will be returned and no further evaluation can be completed at this time.